Event description:
The customer reported that following a diagnostic catheterization on december 3, 1999, a vasoseal es was deployed. On december 4,1999 the patient's puncture site "popped". The patient presented at the hospital in shock and was transfused with four units of blood and then sent to the operating room for a pseudoaneurysm repair and embolectomy. A staff member stated that the patient became "septic". No further information was available.